Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken proximal clevis at the main tube. The broken pieces measuring roughly 1.5400¿ x 0.3265¿ in sizes were not returned. Additional observation : the main tube was broken at approximately 1.7260" from the distal tip. There were missing pieces; however, the exact size of the missing pieces could not be confirmed. The pitch cable , grip cable and, conductor wire were broken at the main tube. The probable root cause of pitch cable and grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of broken proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy and radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument tip was bent perpendicularly to the insertion part and hardened. It became impossible to pull out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer reported that during a robotic assisted radical prostatectomy, the maryland bipolar forceps on arm 2 was gripping the extracted tissue as it was being pulled toward the cannula and the wrist of the maryland bipolar forceps hardly struck the shaft of the prograsp forceps on arm 1. As a result, a fracture-like damage on the wrist occurred on the shaft side. The jaws could be opened, but the wrist remained bent and could not be moved. The customer reported that the instrument was probably stuck and was removed with the cannula then the customer purposefully broke the instrument outside of the patient to remove it from the cannula. The customer reported that the tip broke off during the procedure. Subsequently, the customer made an attempt to correct the bending of the wrist inside of the body using laparoscopic forceps and the instrument was pulled out of the body together with the cannula once the bending of the wrist had slightly relaxed. The customer confirmed that the instrument was inspected prior to use and nothing abnormal was found. Nothing fell into the patient during a surgical procedure. The port incision was not increased in order to remove the instrument and cannula together. The customer confirmed that the instrument collided with another instrument during the procedure. Since the procedure was nearing the end, it was completed by using a fenestrated bipolar forceps. There was no patient injury as a result of the instrument issue. The procedure was completed robotically.